Event description:
It was reported that the customer passed away due to a pulmonary embolism and diabetic ketoacidosis. The customer died at the hosp, and was wearing the insulin pump at the time of death. A request to return the insulin pump for analysis was declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.